Manufacturer narrative:
This patient received bilateral implants in (B)(6) 2017. The surgeon is planning on placing revision implants once the infection has been resolved.

Event description:
The patient's right tmj implants were removed due to infection.